Event description:
New information noted that the lead had a fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high low voltage impedance. The lead was capped and replaced on (B)(6) 2018. No further information was available.